Manufacturer narrative:
No additional information was received despite multiple requests. The lens was not returned to b+l for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or unusual finding that relates to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Invesigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The lens was implanted then reportedly ex-planted the next day. The doctor chose to go with a different lens, no other information available. Additional information has been requested but has not be received.